Event description:
It was reported that there was a patient with an activa rc and it was not able to connect with the patient programmer, tablet or recharger. When connecting to the recharger app they saw the 1713 message. This message means there is no response from the ins. Additional information was received where the rep tried again to connect with no success, so they would bring the patient back another day and if not successful with a physician recharge mode they would replace the ins. Additional information was received from technical services that stated the rep was able to charge the ins recently so overdischarge was not suspected in this case.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.